Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The physician successfully deployed a 2.5x16mm taxus liberte' stent in the target lesion. Upon deflating the balloon, the physician felt slight resistance withdrawing the balloon. The physician was able to remove the balloon, and completed the case at that time. No patient injuries or complications occurred. Patient status is satisfactory.